Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with another manufacturer's device.